Event description:
It was reported that pump experienced malfunction and displayed malfunction code 16 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received assistance with resetting pump using provided instructions, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code occurred again, while support planned to confirm or update email, resend field correction notice, and complete required form on customer¿s behalf.